Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. When device received, investigation incomplete:

Event description:
It was reported that during impella cp support, there was ongoing placement signal low alarm. In addition, when they turned down from p2 to p1 and then got the "in aorta" alarms. They attempted to disable placement monitoring per ic but didn't 'accept". The impella cp (sn : (B)(6). Is reported under separate report.